Event description:
It was reported that the device suspected of rapid eri (elective replacement indicator) battery depletion. The device had an excessive CT (charge time) and is now showing to be at eos (end of service). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of data was inconclusive. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). It was noted that the total life cumulative charge time is 201.50 which is higher than expected and the device is not at rrt (recommended replacement time) yet.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688, lead, implanted: (B)(6) 2010; 5076-52, lead, implanted: (B)(6) 2010. (B)(4).